Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center could not reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that dust or dirt adhered to the electrical contacts of the electrical connector, and communication failure was caused. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the device did not work and the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.